Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had system failure message low vacuum. There was no patient involvement. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.

Manufacturer narrative:
Updated fields: b4, e1-initial reporter name and event site telephone, g1- contact person-mfg site, g3, g6, h2, h6--type of investigation, investigation findings, investigation conclusion and componenet code, h11. A getinge field service engineer (fse) found insufficient vacuum message at power-up. Low vacuum inspection done. Problem related to drive manifiold because test k6-k6a-k7-k8 fails. Fault finding and defective drive manifold replaced . Repair completed. Functional tests performed with positive outcome. The failure did not cause damage/inconvenience to operators/patients or delays in procedures.

Event description:
N/a